Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case - USA it was reported that approximately 143 months after a left knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain and discomfort. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant products: 2120357 - 02-010-01-0220 - logic femoral ps cem left sz 2. 2021825 - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. Aa4681 - 1510-s - cemex system fast 70 gm. 124337 - 620-00-02 - platelet rich plasma kit with spray tips. 0208121108 - 620-11-02 - accelerate conc. Sys rep by 620-12-02. The product associated with the reported event is within the scope of recall; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.